Manufacturer narrative:
The distributor of octylseal, medline, received the initial complaint from the user facility and did not notify the manufacturer chemence medical products (cmpi) that the complaint was received, or that an MDR would be filed. Medline filed the initial MDR on behalf of cmpi on (B)(6) 2013. During a periodic review of filed MDR's, cmpi noted that we, as the manufacturer, never filed an MDR for this event. The purpose of this report is to document the event on behalf of the manufacturer of octylseal, cmpi. Lot number information was not provided and a detailed investigation could not be completed for this specific incident. The root cause of device failure could not be determined. Medline reported that no serious injury resulted and no medical or surgical intervention was required, however, in the abundance of caution this report was filed.

Event description:
Surgical adhesive had been used to close a laparoscopic incision. It was reported that dehiscence of the incision occurred post operatively. The facility declined to report and/or sex of the patient but indicated the patient was a "baby." No medical/surgical intervention was initiated as a result of the incident. The facility reported that no serious injury resulted. It is not known how many days post op it was when the incident occurred. There is no sample to evaluate, no lot number was reported. It is not known if the adhesive was allowed to significantly dry after application.